Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vicmo 12.6; -7.0 diopter; implantable collamer lens tore/broke during injection/delivery into the patient's right eye (od) on (B)(4) 2021. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was removed and replaced within the same surgery due to lens tear/break during injection/delivery into the eye. It was reported that the problem resolved.there was no patient injury. Cause of event was unknown.